Event description:
Hill-rom received a report from a hill-rom technician found a note of the bed stating the brakes of holding. The bed was located at the account in labor and delivery. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to both the head end brake caster and foot end brake/steer caster worn out. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.